Event description:
It was reported that a patient presented to the hospital for unrelated to the device issue. No capture was noted. Programming changes were made and capture was regained. During the check the next day, intermittent capture was noted again. The lead and the device were explanted and replaced. The patient was in good condition following the procedure and will continue to be monitored normally. Device and the lead will be send back to manufacture.